Event description:
The pt did not hear at pt's initial device stimulation. The surgeon believes that the electrode array was placed outside of the cochlea although this has not been confirmed. The pt has not yet been scheduled for revision surgery.